Event description:
Olympus was informed that the user facility was not reprocessing the bronchoscopes in accordance with the directions for use. The user facility personnel had reportedly connected to olympus maj-222 suction cleaning adaptor from the bronchoscope to a medivator restriction plug and to a medivator dsd-201 automated endoscope reprocessor. Additionally, the user facility reportedly was not connecting the maj-222 suction cleaning adaptor to the referenced device during manual cleaning, but was said to have been performing pre-cleaning, leakage testing, and manual cleaning. There had been no report of infection and cross contamination.

Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided training on the appropriate reprocessing of endoscopes. No products were returned to olympus for eval. If add'l and significant info becomes available at a later time, then this report will be supplemented. Olympus instruction and reprocessing manuals provide detailed info on how to reprocess endoscopes. The cause of this report appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.